Event description:
It was reported that during implant attempt, the lead had to be repositioned several times due to inadequate sensing. When the lead was removed to change access points, the physician noted a bend in the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the proximal conductor was distorted. It was also noted that there was blood in/on the helix/lobe mechanism, there was tissue present on helix, and the lead appeared to have been damaged at implant.